Event description:
The customer reported being hospitalized due to high blood glucose of 532mg/dl, and the insulin pump was suspended while staying at the hospital. Advised the caller that the basal rates will start delivering with whatever current rate should be, and do not attempt to make up for missed insulin. The customer stated that the doctor believes it was a bad site issue and not the insulin pump issue. Suggested the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.